Event description:
It was reported that the patient underwent a total enbloc spondylectomy at t11-l3 with a corpectomy at l1. Nine months post-op it was found that a rod was broken. The patient underwent a revision surgery to replace the rod. During the revision it was noticed that the screw on the right side of l2 was broken. The surgeon removed the screw by partially shaving the bone. A replacement screw was inserted. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.